Manufacturer narrative:
(B)(4). The analysis results found that devices (a, b, e) were returned for analysis. Upon evaluation of the device, the duckbill was found to be slightly open at the slit. A leak test was performed and the device was noted to leak during insertion and removal of the test probe through the device. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to what might have caused the reported event. However, an investigation has been initiated to address the potential root cause of the insufflations issues. The batch history records were reviewed with no anomalies noted during the manufacturing process. The analysis results found that only the sleeve of devices (c, d) were returned for analysis and were noted to be in good condition. In an attempt to replicate the reported incident, each device was functionally tested to detect any leaking issues. Upon evaluation of the devices, they were functionally leak tested and passed. Each device was fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. Device c, d additional information: batch # h9168j; expiration date: 04/2016; manufacturing date: 05/2011.

Event description:
It was reported that the devices were used during a total laparoscopic hysterectomy. The surgeon stated the trocars started leaking and feels it is coming from the duckbill seal. When the device, babcock, camera or instrument, is in the device. Usually the trocar that has the insufflation tubing hooked up to it. The case was completed with the same devices after exchange two of them. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.